Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: problems with the ventilator were reported. From the alarm log it looks like initially the circuit wasn't testing and then there were a few alarms about disconnections, high/low minute volume, inspiratory volume limitation, vt high. The staff said the set the tidal volume of 40mls and was delivering 47ml with chest movement but was saying there was a flow problem.